Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller had a blank screen. It was reported that the controller has gone blank and won¿t respond. The patient reported that the controller goes blank when trying to charge the ins with the controller. It was reported that the controller got stuck on ¿looking for device¿ screen while trying to recharge and the battery was taken out and reinserted to resolve the issue temporally and ins was charge to 60%. The patient reported that the controller worked with no battery pack and plugged into the power supply cord. It was reported that the controller was at 100% and the ins at 60% charged. The patient reported that they started a charge session with excellent connection. The patient reported that the controller displayed a "software problem" message. The patient reported that they received a replacement battery pack when they charge up. It was reported that the controller had error message displayed as 1 - intellis 2 3.0 3 ¿ 570 4 - lcd.8. Ps also consulted with repair regarding code details and explained to patient that this is a general code that could occur if cord was tugged during recharge session or if there is debris on the cord or in the port. Additional information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported they previously received a new battery pack and that resolved the software problem screen, but then the issue was that they would get ¿weird pixilations so they would have to take the battery pack out again," and then would continuously have to take the battery out. This reportedly started in the ¿last month or month and a half or so.¿ it was reported that the recharger (rtm) was "extremely hot last night after charging maybe 10-15 minutes, it was really hot to touch kind of where the wire comes to the end of the antenna." It was reported that this had happened before a few times, but thinks it started "maybe within the last month or month and a half but it¿s not every time I charge." It was reported that on the call it was "stuck on looking for device screen" so they had to take the battery pack out, and the screen went blank and would not power on. No further complications reported/anticipated.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharger antenna failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.